Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 7.4cm to 7.6cm and 10.8cm to 10.9cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).